Event description:
The customer reported that her blood glucose reached 25 mmol/l (450 mg/dl) within four hours of activating this pod.

Manufacturer narrative:
The returned device was evaluated and the investigation found that the cannula was not deployed properly due to a need mechanism failure. The root cause was determined to be mechanism rails-wings did not capture side insert. Qualification records were reviewed and the product lot met all acceptance criteria. Insulet has implemented improvements in mfg process, part design and quality inspection, and will continue to continue to monitor the rate of occurrence. The device instructions warn the user to check the infusion site after insertion to ensure that the cannula was properly inserted, to check blood glucose 1.5 to 2 hours after each pod change, and also to check the infusion site periodically. It was that if the cannula is not properly inserted, hyperglycemia may result and that blood glucose test results greater than 13.9 mmol/l (250 mg/dl) mean high blood glucose (hyperglycemia). The user is instructed to follow the treatment advice of your healthcare provider for this condition.